Manufacturer narrative:
The complainant indicated that the guide wire will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat pulmonary atresia with intact ventricular septum, a vessel perforation occurred. The area of treatment was the pulmonary valve. Access was obtained via the femoral artery, however, which femoral artery is unk. An unspecified catheter was placed and the thruway guide wire was advanced to the lesion. An echocardiogram was performed, however, at this time the physician noted that the proximal end of the thruway guidewire had perforated an unspecified vessel. The pt was taken to the operating room where the procedure was completed surgically. The pt's current status is unk. It was the physician's opinion that the issue was not product related but attributed to the usage of the device.